Event description:
The customer reported being hospitalized for high blood glucose of 587mg/dl. The customer stated that the quick release failed to reattach after disconnecting. When the customer arrived to the hospital, the infusion set was removed and it was found that the cannula was bent on top of the skin. The customer declined to troubleshoot the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.